Manufacturer narrative:
The device has not been returned to any of the olympus locations. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the endoscopic image was noisy and flickering when the camera cable was moving. Reportedly, no endoscopic image was shown. It was found during routine maintenance. There was no report of patient injury associated with this event.